Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device found that the sheath was detached at the sheath bond near the strain relief. The condition of the returned device indicates that the damage present is most consistent with what could occur during handling when dismantling the burr housing as the sheath detachment indicates tensile force was applied. The burr housing is present to provide support and to protect the inner components, dismantling of the housing allows for damages to occur due to lack of housing support.

Event description:
Reportable based on device analysis completed on 20oct2025. It was reported that a device leak occurred. A 1.50mm rotapro was selected for use. During preparation, it was noted that fluid/saline was leaking out of the advancer. The procedure was completed with another of the same device. There were no patient complications were reported post procedure. However, device analysis revealed that the sheath detached.